Event description:
It was reported that the customer was hospitalized twice in a year. The customer stated that the first event was possibly due to his infusion set insertion sites, and the second event was due to insulin pump failure. The customer's father stated that he needed to get the insulin pump looked at or replaced. The blood glucose reading was not provided. No further details regarding the hospitalizations were provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.